Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No 510 (k) provided as this device is not released for distribution in the united states. Parts not returned.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that although the battery of the wireless tracker was replaced with a new one, sometimes the tracker could not be powered on. The site also reported that system¿s battery was also weaker than before. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: facility name and address updated to proper values. Device evaluation: the battery was returned to the manufacturer for analysis. Through visual/physical examination and functional testing, the reported issue was able to be duplicated. The returned battery was connected to a known good uninterruptible power supply (ups) and allowed to fully charge before testing. With a load applied consisting of a 500w lamp and under battery power, the ups ran for almost three minutes before shutting down. The battery should be able to power this load for at least three minutes, so the battery was determined to be slightly degraded. Analysis determined that there was an electrical failure with the returned battery. This hardware issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: a medtronic representative went to the site to check out the system. The navigation system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The tracker was returned to the manufacturer for analysis. Through visual/physical and functional testing, the reported issue was able to be duplicated. It was found that the tracker would not power on with a known good battery installed. Analysis determined that there was an electrical failure with the returned tracker. This hardware issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.